Event description:
There was an allegation of questionable elecsys hcg+beta results for qc material and for one patient from the cobas 6000 e601 module. On (B)(6) 2026, the result was 2710 miu/ml. The doctor questioned and complained about this result. On (B)(6) 2026, after the service actions of the field service engineer, the customer repeated the sample on a cobas e411 analyzer with a 1:50 dilution, and the result was 15893 miu/ml. The repeat result using the cobas e601 was >10000 miu/ml with a data flag. The repeat result was 17213 miu/ml.

Manufacturer narrative:
The reagent lot number was 838105. The expiration date was not provided. The customer found leakage from the sipper and syringe. The field service engineer checked the analyzer and corrected the leakage by replacing the sipper assembly and the syringe probe assembly. The investigation determined that the service actions resolved the issue.